Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and sensor; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device via webform. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/ or seizure. No further information was reported. There was no report of death or permanent impairment associated with this event. Adc customer service attempted to contact the reporter/customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device via webform. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/ or seizure. No further information was reported. There was no report of death or permanent impairment associated with this event. Adc customer service attempted to contact the reporter/customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.